Event description:
One hour into dialysis treatment it was noted that machine was removing more fluid than the goal. Machine was also leaking fluid. Venous line had kinked and was changed. Total fluid to be removed was 3000 cc. After 80 mins, monitor indicated 958 cc removed 300 cc of saline was given. Pt was moved to another machine and original machine was pulled. New goal set for 1.2 kilos per hr. 2 hrs later pt complained of chest pain. Uf turned off. Bp 134/83. Oxygen therapy was initiated and pt was placed on a cardiac monitor. Symptoms subsided, treatment was terminated. Post weight was 1.2 kgs below goal. Shortly after having treatment, pt began vomiting. Pt returned to treatment. Needle was inserted and 500cc nss was given. Physician was notified. Discharge .4 kgs below dry weight. First machine was pulled and checked. Problem with uf pump was noted. Inlet hose replaced. It is unclear whether pressure holding test was completed prior to initiation of treatment. No hospitalization required.